Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a ped3 pipeline failed to open distally. During the pipeline vantage deployment , the device initially got opened up smoothly but while deploying the device further it was not opening up, the doctor has re sheathe the device and again tried but this time the device was not opening up distally also. After trying twice the physician found that the device was not opening at the distal part to avoid any injury the doctor has to withdraw the device. The ped3 was not positioned in a bend. It was not stuck in the capture coil. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps were taken to open the pipeline. The ped3 was removed from the patient with the microcatheter. The patient was being treated for an unruptured, saccular aneurysm in the internal carotidartery (ica) cavernous segment. The max diameter was 8mm and the neck diameter was 2.3mm. The distal landing zone was 5.10mm and the proximal landing zone was 5.40mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the pipeline vantage embolization device was returned for analysis within a shipping box, within an opened pipeline vantage outer carton (b278517), within an opened pipeline vantage inner pouch (b278517), and within a dispenser coil. The pipeline vantage braid was returned detached from the pusher. The pusher was returned within its introducer sheath. ¿ damage location details: as the pipeline vantage braid was returned detached from the pusher the proximal and distal ends could not be identified. One end of the braid was found compressed and damaged (frayed). The other end of the pipeline vantage braid was found prolapsed. Blood was found within the introducer sheath. The pipeline vantage pusher tip coil was found extending out from within the introducer sheath. The tip coil was found damaged. ¿ testing/analysis: the pipeline vantage pusher could not be removed from within the introducer sheath due to the dried blood. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report was confirmed. Both ends of the returned pipeline vantage braid were found not open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. It was reported that the pipeline vantage braid was not deployed in a vessel bend ruling out ¿user deploys braid in vessel bend¿ as a potential cause. In this event, it is likely the patient¿s ¿severe¿ vessel tortuosity and the damages found with the pipeline vantage braid (fraying/prolapse) contributed to the failure to open issue. The pipeline vantage braid can become damaged if resheathed more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The pipeline vantage braid was resheathed less than or equal to 2 times and there was no reported resistance during delivery ruling out ¿resheathing more than 2 times¿ and ¿resistance¿ as a potential cause. As the braid was found prolapsed it is possible that an incorrect deployment technique was used. However, the cause for the braid damage could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.